Event description:
Resident placing central venous catheter through right internal jugular vein. The used guide wire was removed and placed on sterile field. Post-procedure film showed retained guide wire.